Manufacturer narrative:
No medwatch form was received late due to delay in receiving paperwork.

Manufacturer narrative:
Reported on time.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate hv therapy due to post- sensed t-wave oversensing on the ventricular lead. The oversensing was noted on a stored egms. The lead was capped and replaced due to lead performance issue.